Event description:
Port-a-cath, central venous access system implanted 12/31/96. Removed on 7/8/97 after pt. Noted swelling in the clavicular area following chemo. Therapy. Portogram showed catheter to be leaking in the area of the 1st rib & clavicle.